Event description:
The dr claims that during an aneurysm procedure, the graft leaked blood. There was no injury or complication to the pt. The pt's condition is stable. Note: the nature of the above complaint description is consistent with the device being left in the pt.